Event description:
Pt had da vinci assisted supracervical hysterectomy with right salpingo-oophorectomy. Halfway through the cautery of the cervix, there was a sudden smoking from the monopolar cautery cord where it attached to the instrument outside of the pt's body. Immediately all cauterization was stopped and the instrument and the cord were replaced. There was issue with any thermal damage to the pt's skin or tissues internally. The smoke was limited to the cord where it attached to the instrument.